Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00ban, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient fell ¿about a month¿ prior to the date of this report and the implantable neurostimulator (ins) had not worked right since the fall. Prior to the fall, the ins was working and the patient had not needed to adjust it ¿for almost a year.¿ the patient was ¿hit in the head with a piece of luggage¿ while on the escalator and fell down the escalator and rolled three times. The patient was wearing pads and was leaking. It was noted there was no stimulation sensation after the fall. The patient called the healthcare professional to have the device checked but had not heard back from them. A little more than two weeks later the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. Additional information has been requested, a follow up report will be sent if additional information is received.